Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a flip at l4-l5 for l4 spondylolisthesis using posterior fixation. The tip of a screwdriver was broken off during the procedure. No broken piece was left inside the pt. No pt complications were reported.